Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, noise was observed on the right atrial (ra) lead channel. The operator hooked up the ra lead to the ventricular channel but the noise remained. The ra lead was never implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.